Manufacturer narrative:
(B)(4).

Event description:
It was reported during implant of the rv lead, a pericardial effusion occurred. The patient had circulatory instability, nausea and vomiting and was treated with catecholamine. The effusion was diagnosed with an echocardiogram, and a pericardiocentesis was performed to stabilize the patient. The lead remained implanted.